Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure distal end heated was confirmed and smoke from tip was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in air-water channel. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the subject device was connected, the distal end became hot, and some smoke came out. The issue was identified when inspected during set up before the patient entered the room. There were no reports of patient involvement.